Event description:
It was reported that the patient was in the clinic and stated there was an alarm on their controller at some point in the last few weeks and with the assistance of a family member changed their controller at home with no notification to the hospital team. Log files captured frequent of pulsatility index (pi) events on (B)(6) 2025 from 1:29:47 pm to 2:44:34 pm. Additionally, the log files captured emergency backup battery (ebb) faults on (B)(6) 2025 at 2:44:41 pm due to the ebb failing the load test. Motor function was not affected by this event. Throughout the logs, the motor did not seem to stop running except when the patient disconnected the driveline. The system remained on battery power without any usual events until a driveline disconnect event was recorded on (B)(6) 2025 at 2:55:28 pm. This caused a pump off event. The data indicated that the pump was reconnected to the system controller on (B)(6) 2025 at 1:39:26 pm when the controller was reset.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm on the system controller (serial number (B)(6)) and a system controller exchange was confirmed via log file analysis. Log files were submitted for evaluation and data from the reported event date of 18oct2025 was reviewed. The log file captured backup battery fault alarms due to the backup battery not passing its load test. The driveline was then disconnected, and the pump lost power. These events are consistent with the report of a system controller exchange taking place in response to alarms. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that a family member assisted the patient in exchanging the system controller at home with no notification to the hospital team. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.